Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient stated she goes into fill and waits until some solution comes out of the patient line to connect. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem .the root cause investigation is in progress.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
This complaint is for use-error- patient waits for overflow before connecting in fill. A customer contacted global technical service (gts) questions on repriming the patient line on the home choice (hc) during use. The hp also stated she goes into fill and waits until some solution comes out of the patient line to connect. Gts explained that this is not the correct way to connect to the hc. Gts advised the hp to call in for assistance if the patient line did not fully prime. Gts also advised to speak to the registered nurse (rn) regarding pain in her upper back. The hp was to call gts if reprime assistance was needed. The hc was operational and a swap of the device was not necessary. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report. The writer spoke with the home patient's (hp) nurse on (B)(6) 2011 regarding the reported problem. The nurse said he was familiar with the hp but was not her primary nurse. The writer explained the use error of the hp connecting at fill. The nurse said the hp does some interesting things that they do not always understand. The nurse said he was not aware of this particular instance and there were no notes in her chart. The nurse said as far as they knew the hp's therapy was going well and without complications. The nurse said he would speak to the hp's primary nurse and if she had any additional information have her contact the writer. The writer recommended retraining for the hp. No patient injury or medical intervention was reported.